Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered unit would complete autofill, commence pumping, with the balloon pressure line slowly decreasing after pumping culminating in a low vacuum alarm a few seconds later. To fix the issue, the fse verified integrity of all pressure and vacuum lines, from pim to fill manifold, to pressure/vacuum reservoirs, to the compressor without exception. The fse ensured compressor pressure/vacuum points set to tolerance levels without exception and fill manifold on tolerance. The compressor output test and all manifold tests were completed without exception. The fse narrowed the problem down to the safety disk. To fix the issue, the fse replaced the safety disk and successfully commenced pumping without any issue. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventative maintenance (pm), performed by a getinge field service engineer (fse) , the cardiosave intra-aortic balloon pump (iabp) displayed a low vacuum alarm. There was no patient involvement, and there was no adverse event reported.